Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for initial implant. During procedure, the right ventricular lead had high capture thresholds. After several repositioning, the stylet was unable to be inserted. The lead was not used. The patient was stable post procedure.